Event description:
Medtronic received a report that a pipeline tip failed to open and the use was difficult in the catheter. The tip of the ped2-500-20 (b626129) could not be opened even when the product was deployed with mca during the flow divider placement procedure for the cerebral aneurysm/10 mm (ica/c3); the tip did not expand even when the mc (fg15150-0615-1s/228377864) and the delivery wire's push/pull were operated, so it was determined that continued use was difficult, so the two products were collected as a unit. The stent was dislodged within the recovered mc, making continued use of the mc more difficult. The diameter of the aneurysm neck was about 5.4 mm, and there was no health hazard to the patient. The pipeline was used for an indication that is not approved (off-label). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the middle of the catheter. There was no damage to the pipeline pushwire or catheter observed. The pipeline was not positioned in a straight segment of the mca and not a bend when it failed to open. In order to open the pipeline they had tried to resheath and use additional devices to open the pipeline. It was clarified that the stent detached in the collected microcatheter and could not be used anymore. A replacement device was implanted without problems to complete the procedure. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.